Manufacturer narrative:
The reported event on the thermogard console (sn (B)(4)) was confirmed during functional testing and not confirmed on the analysis of the event log. The root cause was due to customer using the wrong fuse on the console. During initial functional testing, the console did not power on. It was observed that 1a fuse was used on the console. The correct fuse for the console is 6.3a. Upon visual inspection, the cold well cap and hex basket were missing, and the white roller and pump lid were damaged. These observations are not related to the reported complaint. During analysis of the event log, no issues were observed. After replacing the fuse, white roller, pump lid, cold well cap and hex basket; the console was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During system check, after a few minutes of operation, the thermogard console (sn (B)(4)) had blown a fuse. Following this, the user replaced the fuse and the issue persisted. Biomed suspected power supply failure. No patient involvement.